Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during dialysis treatment, the leadless implantable pulse generator (ipg) exhibited rising thresholds. Reprogramming was scheduled and the ipg remains in use. No patient complications have been reported as a result of this event.